Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A trouble shooting appointment was held as the audiologist was experiencing a problem where the software would freeze when connecting the samba 2 using symfit 8. Another samba 2, hi-pro, and cable were tried and the software was re-installed but the issue was not resolved. Therefore, the external was switched to a samba ap and with this equipment the user was still not able to hear any sound when the device was stimulated directly or when programmed with maximum gain. The device could be heard on the ap adapter.

Manufacturer narrative:
Device investigation indicate a device failure caused by a failed electrical connection between the coil wire and one feedthrough pin of the bc fmt. The problems described in the recipient report seem to be congruent with this finding. This is a final report.

Event description:
A trouble shooting appointment was held as the hearing performance with the device was affected and the audiologist was experiencing a problem where the software would freeze when connecting the samba 2 using symfit 8. The user has been re-implanted.